Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 type of investigation - additional.

Manufacturer narrative:
Cmpl (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was initially reported that an applicator deployment was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient called into dexcom to report three applicator deployment issues that he experienced. Dexcom technical support walked the patient through the insertion process during the call, which was successful. However, during the call, the patient suddenly felt dizzy and passed out. The patient was not yet receiving cgm values at this time. Upon follow-up with the patient¿s wife (on (B)(6)2024) additional event details were gathered. After ending the previous call with dexcom technical support, the patient¿s wife called emergency medical services. Once ems arrived, the patient¿s cgm was reading was 40 mg/dl. He was treated with IV d50 and transported to the emergency room. At the time of follow-up on (B)(6) 2024, the patient was still in the hospital. Although the patient was still in the hospital the day after the initial call, the length of time spent in the hospital is unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.